Event description:
During insertion, the implant broke 2mm the head. These are self tapping screws. The pt's bone was very soft. The broken portion was left in the pt's bone. The surgeon drilled next to the implant and inserted another one. The implant was from a loaner set. No adverse consequences were reported as a result of this event. This device is used for treatment.

Event description:
During insertion, the implant broke 2mm from the head. These are self tapping screws. The patient's bone was very soft. The broken portion was left in the patient's bone. The surgeon drilled next to the implant and inserted another one. The implant was from a loaner set. No adverse consequence were reported as a result of this event. This device is used for treatment.